Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. (B)(4). Fdc code apply to the two leads (B)(4) and ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) reporting that the patient had felt the device was put in wrong because they had a "tingling" in their groin. The patient had their leads explanted and then re-implanted, and since then the patient has been receiving better relief. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of spinal pain. It was reported that the patient's device was "put in wrong". It was also noted that if the patient had "problems" with their therapy, they would get a hold of their manufacturer representative (rep). It was noted that the patient did not allege specific "problems" with the device or therapy, rather if they needed help with the device or therapy they would call the rep. No symptoms were reported for this event and no further complications were reported or anticipated.